Manufacturer narrative:
Age at the time of event: 18 years or older.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was selected for treatment. During procedure, it was noted that the balloon ruptured upon first inflation at 12atm. The device was completely removed from the patient's body and completed the procedure with a different device. No patient complications were reported and the patient's status was good.